Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil embedded in other tissue'), pregnancy with contraceptive device ('miscarriage') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure (batch no. B02259) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain: pelvic pain"), mood swings ("mood swings"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("metallic taste in mouth"), depression ("depression"), anxiety ("anxiety"), rash ("rash"), urticaria ("hives"), migraine ("migraines"), headache ("headaches"), abdominal distension ("bloating"), endometriosis ("endometriosis"), tooth disorder ("dental problems"), feeling abnormal ("brain fog"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), arthralgia ("pain joint aches/pain") and vulvovaginal pain ("pain: vaginal"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy is scheduled). At the time of the report, the embedded device, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, mood swings, menorrhagia, vaginal haemorrhage, dysgeusia, depression, anxiety, rash, urticaria, migraine, headache, abdominal distension, endometriosis, tooth disorder, feeling abnormal, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, alopecia, arthralgia and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, depression, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, endometriosis, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urticaria, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil embedded in other tissue'), pregnancy with contraceptive device ('miscarriage') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure (batch no. B02259) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain: pelvic pain"), mood swings ("mood swings"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("metallic taste in mouth"), depression ("depression"), anxiety ("anxiety"), rash ("rash"), urticaria ("hives"), migraine ("migraines"), headache ("headaches"), abdominal distension ("bloating"), endometriosis ("endometriosis"), tooth disorder ("dental problems"), feeling abnormal ("brain fog"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), arthralgia ("pain joint aches/pain") and vulvovaginal pain ("pain: vaginal"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy is scheduled). At the time of the report, the embedded device, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, mood swings, menorrhagia, vaginal haemorrhage, dysgeusia, depression, anxiety, rash, urticaria, migraine, headache, abdominal distension, endometriosis, tooth disorder, feeling abnormal, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, alopecia, arthralgia and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, depression, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, endometriosis, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urticaria, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet received. The case is incident. Previously reported event injury was updated with more specified events "mood swings, abnormal bleeding (vaginal, menorrhagia), miscarriage, pregnancy with contraceptive device, metallic taste in mouth, depression, anxiety, rash, hives, migraines / headaches, bloating, endometriosis, coil embedded in other tissue, dental problems, brain fog, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: pelvic pain/vaginal pain, pain joint aches/pain, weight gain, hair loss and did not undergo confirmation test ¿. Reporter, demographic, essure lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report